Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed incoming functional testing due to its main printed circuit board being misaligned and once it was realigned and retested it passed. It was also noted that analysis confirmed the customer comment that the output connector assembly was broken and further noted that the display wires were pulled out of the connector, it needed its battery drawer shorting bar replaced (in accordance with the existing corrective field action) and that one stuck button (enter) was detected and that one stuck button (enter) was recovered. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the atrial and ventricular ports on the external pulse generator had their plastic broken. The generator was returned for service. It was also requested that the generator receive the modification to its battery compartment in accordance with the corrective field action in effect for this model. No patient complications have been reported as a result of this event.